Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. 510k: this report is for an unknown tibia nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as approximately five (5) years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail and two (2) 5.0 locking screws were removed on (B)(6) 2017 due to knee pain. The nail and screws were originally implanted approximately five years ago at another facility. On an unknown date postoperatively, the patient experienced knee pain. The nail and screws were removed intact. No additional hardware was implanted as patient had healed. During the removal, the extractor was noted to be stripped; it is unknown if the extractor stripped during the surgery or if it was stripped prior to surgery. There was a two to three minute surgical delay to open a new set and obtain a new extractor. Extractor issue is reported in (B)(4). The surgery was successfully completed with good patient outcome. This report is for one (1) unknown tibia nail this is report 1 of 2 for (B)(4).